Manufacturer narrative:
Pt identifier unk at this time, pt age and weight are approximate. Specific details have been requested. Device manufacture date not available as no lot number was provided. The medtronic representative reported that the site discarded the device and no lot number was recorded.

Event description:
A medtronic rep reported that a screw from the trajectory guide kit, biopsy, external could not be removed from the pt's skull with the screwdriver. The surgeon had to drill it out, which made a second burr hole. The surgeon had to use two burr hole covers to close the pt instead of one. The surgeon completed the surgery with the use of the navigation system.